Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 e/p pack. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova d(B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue. The e/p pack was removed from the system and the ups module and batteries were replaced to solve the reported issue. The e/p pack was reinstalled into the s5 system and subsequent functional verification testing was completed without further issue. The unit was returned to service. The replaced ups module was returned to livanova (B)(4) for further investigation. During the evaluation, the reported issue was reproduced. The root cause for the reported issue was identified to be a damaged condensator on an internal board. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received the information that the ups module of an s5 e/p pack failed and emitted smoke during a procedure. There was no report of patient injury.